Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the hvad pump was not returned for evaluation. The reported event was confirmed through log file analysis, which revealed 1 vad disconnect alarm on (B)(6) 2017. This alarm is indicative of a physical disconnection of the driveline from the controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the vad disconnect alarm observed in the log files may be attributed to a physical disconnection of the driveline from the controller. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a ventricular assist device (vad) disconnect that lead to a vad stop. The pump remains in use. No patient complications have been reported as a result of this event.